Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they mentioned of having cathing 9 year before. Patient's weight was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s bladder did not seem to be ¿holding as good¿ as it had during the trial. However, the patient stated that they had seen some improvement since implant of the ins. They mentioned that on the current program the stimulation was ¿bite-y¿ so they did not want to increase it anymore on that program. It was clarified by the patient that the stimulation was strong but not uncomfortable. It was reviewed with the patient to consider changing the program and to track their symptoms/therapeutic response. They were also redirected to their healthcare professional (hcp) to address the issue. There were no further complications reported or anticipated. Additional information received as patient reported that they consulted the patient services and they changed the program and went one that hold better. They saw the doctor on (B)(6), the program that they were on doing very well now. They changed the program to 2 and 3 on (B)(6) 2017 as patient thought that it was the wrong program. They had very few leaks since then, they still need to cath every so often, 3-4 times a day. Issues with strong stimulation and bladder was not holding resolved.